Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to corroded battery tube. They were unable to confirm the failed battery test alarm due to the blank display. The pump had scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 9.9mmol/l. The customer stated that the pump alarmed failed battery test. She changed the battery and shortly after the pump was completely off. The customer stated that she would call back the next day to troubleshoot and provide the pump information. Troubleshooting was not performed. The device was returned for analysis.